Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: medical product: 00770102200, ratchet handle, lot: unk, serial: unk. G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during decontamination or sterilisation process the unit was not meshing. There was no patient involvement. Due diligence is complete. No additional information is available.